Manufacturer narrative:
Investigation is ongoing.

Event description:
Liner delamination of the 16fr esheath+ was observed upon removal of the device at the end of a transcatheter aortic valve replacement procedure. As reported by an edwards lifesciences field clinical specialist, during implant of a 29mm sapien 3 valve in the aortic position, the 29mm commander delivery system balloon burst upon complete or near-complete deployment. No additional volume was added to the delivery system balloon prior to inflation. Significant sinotubular junction calcium and annular calcium was noted on the CT report. There was difficulty withdrawing the delivery system balloon into the tip of the 16fr esheath+. The balloon was carefully pulled into the sheath, and the entire system was removed. It was observed that the sheath had been damaged during the withdrawal of the delivery system. Images provided of the device show sheath liner delamination. Angiogram of iliac system taken revealed intact vessel. The access site was perclose in normal fashion and patient left or in stable condition. The physicians are confident the failure was due to patient anatomy.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: corrected h6 component code, additional codes added to h6 type of investigation, corrected h6 investigation findings, and corrected h6 investigation conclusions. The sheath liner delamination reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences engineering summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was discarded and not returned to edwards lifesciences for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the engineering summary: the IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Pre-procedural imagery of patient's anatomy was provided, and the following was observed: patient's access vessels had presence of calcification, tortuosity, and undersized vessel diameters. The 16f esheath+ is indicated for use with vessel diameters >6.0mm. Post-procedural imagery was reviewed and the following was observed: full circumferential liner delamination observed, c-marker present. Through extensive complaint investigations, events reporting, or showing evidence of, sheath liner delamination manifested during withdrawal of the delivery system has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to withdrawal of altered balloon profile, non-coaxial alignment, patient factors, and/or excessive manipulation. In addition, c-marker band separation can occur as a result of device manipulation used to overcome the withdrawal difficulty. The sheath liner delamination was confirmed. Available information suggests that procedural factors (withdrawal of altered balloon profile, non-coaxial alignment from patient factors) may have contributed to the event as imagery confirmed the presence of calcification, tortuosity, and undersized vessel diameters. Withdrawal of a delivery system with an altered balloon profile (burst balloon) can lead to the system to catch onto the sheath liner. Non-coaxial alignment between the devices can also lead to delivery system to catch onto the sheath liner, especially if patient factors (such as calcification, tortuosity, and/or undersized diameters) are present near the sheath distal tip. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.